Event description:
No change.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99168. Supplemental rationale. Corrected data: h11. 4 previously reported events were included in this follow-up record. Product return status. 4 devices were evaluated in the field. Evaluation findings (results/components). 4 devices: material and/or chemical problem identified / coating material. Product disposition. 4 devices: scrapped by stryker.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events. 4 events were reported for this quarter. Product return status. 4 devices were evaluated in the field. Evaluation findings (results/components) 4 devices: material and/or chemical problem identified / coating material. Product disposition. 4 devices: product disposition is not yet determined. Additional information 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between october 1 ¿ december 31 2025. This report summarizes 4 events for the failure: flaked. - 4 events had problem identified during non-clinical procedure; there was no patient involvement.